Manufacturer narrative:
The customer's report could not be confirmed. Visual inspection showed no anomalies. Functional showing no anomalies. The root cause of the customer's report could not be confirmed.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information, there was no harm to the patient or user.